Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was inspected before use and no issue was noted. The device was prepped as per IFU with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was noted during advancing and withdrawal of device to and from the lesion. Excessive force was used when advancing and withdrawing the stent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one endeavor resolute rx coronary des to treat a lesion in the rca with 40-50% stenosis. It was reported that repeated unsuccessful attempts were made to cross the lesion along the wire. The stent was observed to have dislodged from the delivery system. Initially the stent did not fully dislodge from the balloon but on removal the stent dislodged in the radial artery. The stent was successfully retrieved using a snare and was slowly removed from the patient. It is believed that the event was caused by bending calcification at the right coronary occlusion resulting in insufficient catheter support. No patient injury was reported.